Manufacturer narrative:
Additional medical intervention was required to preclude permanent damage to a body structure that would not be trivial. Failure to osseointegrate is an inherent risk of the procedure that is known to the doctor and patient before the procedure is initiated. There is no information that would suggest a product malfunction. Request for additional information from the practitioner was denied.

Event description:
Doctor reported using pepgen p15 according to directions. Six months after bone graft was placed, it was determined that osseointegration did not occur.